Event description:
It was reported that the patient with this implantable pacemaker experienced episodes of pacemaker mediated tachycardia (pmt). Additionally, farfield oversensing on the right atrial channel was observed. Technical services provided reprograming options. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: e1: initial reporter first name; e1: initial reporter last name.

Event description:
It was reported that the patient with this implantable pacemaker experienced episodes of pacemaker mediated tachycardia (pmt). Additionally, farfield oversensing on the right atrial channel was observed. Technical services provided reprograming options. This device remains in service. No further adverse patient effects were reported.